Event description:
It was reported that the programmer booted up to a blank screen. The caller stated that the fan could be heard running, but nothing on the display. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer booted to a blank screen. The programmer had a service disk in the drive and the first time it booted to the service disk, after the disk was removed the programmer booted correctly, however the media processing unit was replaced as a preventive measure. Analysis did find that the system fan was intermittently noisy and therefore it was replaced. (B)(4).